Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the emitter was replaced. After the replacement the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having difficulty verifying instruments. When holding the straight suction and ostium seeker in the divot it would take an extended period of time to verify or would not verify at all. Troubleshooting was performed prior to calling and the site swapped to a new non-invasive patient tracker (nipt) and swapped ports for instruments. The nipt metal interference value was 1.7, technical services (ts) recommended confirming all metal was removed from field. The manufacturer representative called back and stated that they tested 3 trays of instruments and have had issues verifying all the instrumentation. Ts stated this may be environmental based on the values being seen in the software, but the field team was requesting an emitter. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
H3) the generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The field generator was connected to a test system for an accuracy test and the field generator failed with an error of 4.945mm which would have caused the difficulty verifying instruments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.